Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure could be completed by using another system. A philips field service engineer (fse) went onsite and confirmed that the user was unable to enter the user interface after restart, countdown keeps 00. The system logfiles were checked and troubleshooting found that the host pc¿s disk was defective. To resolve the issue, the fse replaced the hard disk and reinstalled the os software in the host pc. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.